Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) spontaneously turned off. They tried rebooting it, but it was stuck in the america megatrends splash screen. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurses station (cns) spontaneously turned off. They tried rebooting it, but it was stuck in the america megatrends splash screen. Technical support (ts) asked the bme to swap the drives to see if the cns would boot up, but the issue persisted. The status light on the cns tower was amber/orange instead of the typical green color. The small screen on the tower displayed "b4" or "64" (unsure which) code. Ts was unable to locate the mac address for this unit, so it would have to come in for a repair to be configured properly. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 attempt # 1: 04/18/2024 emailed the bme for all information in the ni list above: the bme further explained the issue only. Attempt # 2: 04/19/2024 emailed the bme for all information in the ni list above: the bme gave a list of serial numbers, but no other information. Attempt # 3: 05/07/2024 emailed the bme for all information in the ni list above: no reply was received. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: g5 monitors. Model #: ni. Serial #:(B)(6). Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurses station (cns) spontaneously turned off. They tried rebooting it, but it was stuck in the america megatrends splash screen. Technical support (ts) asked the bme to swap the drives to see if the cns would boot up, but the issue persisted. The status light on the cns tower was amber/orange instead of the typical green color. The small screen on the tower displayed "b4" or "64" (unsure which) code. Ts was unable to locate the mac address for this unit, so it would have to come in for a repair to be configured properly. No patient harm was reported. Investigation summary: the complaint device was received by nk on 06/12/2024. The unit was evaluated on 06/14/2024, and the complaint was duplicated. The unit arrived with physical damage on the top and bottom of the case. During startup, it showed a device resolution error. After restarting the cns, it booted up properly into windows and the cns application and was able to monitor bedsides. The hdds were checked and found to be old models. The hdds were replaced, and repair of the device was completed on 07/19/2024. The unit was tested to the service manual and operated to manufacturer specifications. The unit was returned to the customer on (B)(6) 2024, and further issues have not been reported. A definitive root cause could not be determined since the unit booted up normally after a restart. Possible causes of spontaneous shutdown and startup failure may include hardware component failure, such as that of the hard drives. Hardware component failure can occur due to physical damage or fluid intrusion from user mishandling, electrical damage from outages or surges, or wear-and-tear, which depends on device age and frequency of use. A definitive root cause for the b4 or 64 error code could not be determined since we could not duplicate this error during evaluation. Error b4 indicates a possible problem with a connected usb device. There is no error code 64 for the cns-6801. A review of the complaint device's serial number shows that the unit is 4 years old. If the hard drives have not been replaced during this time, it's possible they were no longer in good condition. The cns operator's manual recommends periodic replacement of the hard drives every two years to maintain performance. A review of the customer's complaint history did not show any trend for these issues and devices. Nk will continue to monitor and trend similar complaints. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns: g5 monitors model #: ni serial #:(B)(6) device manufacturer data: ni unique identifier (UDI) (B)(4) returned to nihon kohden: not returned. Additional information: b4 date of this report d9 device available for evaluation g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer h6 event problem and evaluation codes h11 additional manufacturer narrative UDI related data quality updates corrected information: d1 brand name: corrected the brand name from cns-6801a to pu-681ra. D4 additional device information / model #: corrected the model # from cns-6801a to pu-681ra. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the pi information. This is a correction to the suspect medical device involved in the reported event, applicable to the unique device identifier (UDI) information of the FDA form 3500a.

Event description:
The biomedical engineer (bme) reported that the central nurses station (cns) spontaneously turned off. They tried rebooting it, but it was stuck in the america megatrends splash screen. No patient harm was reported.